Event description:
A customer reported receiving a minimum fill notification, which led them to attempt loading a new cartridge into their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe. Despite reloading the same cartridge initially not resolving the issue, cts guided the customer through proper loading technique for a new cartridge. This successfully resolved the issue, allowing the customer to load the cartridge onto the pump and resume insulin delivery.